Event description:
It was reported that there was particulate matter in the balloon of a half day infusor. This was noted after filling with deferoxamine. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 23, 2014 to july 25, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified a white particle floating in the fluid of the reservoir. A fourier transform infrared spectroscopy scan determined that the particle was polyester. The cause of the malfunction could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.